Event description:
Discrepant results on multiple assays. The following examples were provide: initial free t4 result of >24 ng/ml, same sample repeated gave result of 11 ng/ml. Initial troponin t result of 0.4 ng/ml, same sample repeated gave result of <0.01 ng/ml. Female pt, initial troponin t result 0.04 ng/ml when tested in 2007. Same sample repeated on two days later recovered <0.01 ng/ml. Male pt: initial ck mb result of <0.1 ng/mg when tested in 2007. Same sample repeated on two days later recovered 4.6ng/ml. Female pt, initial ck mb result of <0.1 ng/ml and troponin t result of <0.01 ng/ml when tested on the same month in 2007. Same sample repeated on the next day gave ck mb result of 2.8 ng/ml and troponin t, which was repeated twice, gave results of <0.03 ng/ml and <0.01 ng/ml. Initial results were reported. Pts not adversely affected. The field svc rep determined the s/r probe tips were occluded. The tips were replaced. The user reports no further occurrences.